Event description:
I went to have custom dentures made by aspen dental in (B)(6) 2017, six months later the temporary denture cracked. Went to the doctor and got an adjustment. The denture was not fitting well. Loose and began to cut into palate and lips. Fifteen months later the denture felt like air was between it and teeth. Reporter got a new uppers and they are now cracked too. Reporter took out dentures to and put them in a case. The dentures began to grow mold. While under sedation reporter alleges that she overheard "all of these old people are coming in with mold on their dentures." "The dentures must not be sanitized properly; plastic does not grow mold." Reporter contacted ceo of aspen dental to voice her complaints via email on 09/25/2019, 06/5/2020 and 06/8/2020. "Dr. (B)(6) responded by giving a number to contact and voice my concerns however, when I did that before I was dismissed. My concerns were not important, just another dumb customer." Reporter states that she has not eaten properly in ten days and that she does not trust aspen dental company wide.

Event description:
Additional information rec'd from reporter on 9/14/2020. Reporter alleges she is a former FDA investigator, (B)(6) district and has a degree in chemistry. She strongly believes there is a sizing and fitting problem with the dentures that causes lesions she believes it's cancer on her left inner cheek going towards her molars. Both dentures cracked and broke when she attempted to bite red vine licorice. She believes the manufacturer is using a plastic material that is carcinogenic and causes severe allergic reactions. She has bumps all over in her mouth. The part of the denture where teeth is embedded in plastic grew black mold which caused lung problems for her. Reporter said she is a vegetarian and the damaged device left her with no teeth, so she has to eat pureed food and can not enjoy nuts and other foods. She wants the FDA to help in getting the manufacturer to refund for the cost of broken dentures and pay some damages for possible cancer diagnosis. She also wants the FDA to look into their manufacturing methods as she believes their plant is contaminated.